Event description:
It was reported that during intra-aortic balloon (iab) therapy, after inserting the balloon into the patient the iab leaked. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section d - device available for eval? From: yes to: no the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, after inserting the balloon into the patient the iab leaked. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section d - unique identifier (UDI) # to: (B)(4) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Event site full name: (B)(6) hospital event site full address: (B)(6) hospital. Event site postal code: (B)(6). Initial reporter full name: dr. (B)(6). Event site state: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, after inserting the balloon into the patient the iab leaked. The iab was replaced and therapy was provided. There was no reported injury to the patient.